Event description:
Pt was restrained in bed on rptr's geriatric psychiatric unit with fifteen-minute bed checks. Pt was found with torso wedged between siderails and mattress with head of bed elevated to highest position. It is unknown if this event contributed to death as autospy was not performed.